Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user. One battery was returned to the philips failure analysis lab for failure analysis. The reported problem could not be verified. The battery received without any charge, appeared to be charging (in both mrx heartstart unit and cadex c7200 battery analyzer). However, unable to define/explain sbs parameters above. Battery calibration was not performed as this could significantly compromise the current register status flags. In order to understand circumstances around the flags, the battery will be returned to vendor for further investigations.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Update from failure analysis lab: the battery mode register cf flag in its active state does not indicate by itself a defective battery, but rather an indication that the battery needs to be calibrated in order to improve the accuracy of its state of charge reading. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.